Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (ecgs flat-lined) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test and was unable to baseline an ECG signal. The cause for the failure was isolated to a shorted u725 mux on the distribution node pca. The root cause for the shorted u725 component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4). The patient using this electrode belt reported that it had deployed gel from the therapy electrodes. A manual download after the gel deployment revealed that the ECG channels were flat-lined.